Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 22-mar-2023, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 22-mar-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had a post-op appointment with their hcp. The hcp took an x-ray the same day of the surgery and the x-ray showed migration. The patient still noticed pain relief,but they found out the leads migrated down from both being at t9/t10 to t11/t12 & t12/l1. The hcp indicated the patient would benefit from a lead revision and placing a surgical lead because of the inability to anchor the perc lead well. The patient stated she had some pain relief, but she definitely wanted the lead revision. A revision was scheduled for (B)(6) 2019. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider via manufacturer's representative. It was reported that the lead migrated and a lead revision was done. X-ray confirmed lead migration. Lead vision occurred today. Issue was resolved. No symptoms reported. No further complications were reported/anticipated.